Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system kept shutting off; it was working intermittently. The harvester kept turning the unit on to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the device. There was some evidence of blood and signs of clinical usage. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. (B)(4).